Event description:
It was reported a balloon ruptured following the third inflation during a pre-dilatation, prior to stent placement, of a calcified right iliac artery. Upon removal of the balloon catheter through the introducer sheath, it was noted the balloon material had detached in the pt. Following successful stent placement, attempts to locate the detached balloon were unsuccessful, therefore, no retrieval attempts were made. One day post procedure the pt experienced severe pain in the left calf and three days post procedure a mechanical thrombolysis procedure utilizing a fogerty catheter was performed and the detached balloon was located and successfully retrieved. The pt's condition is good. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. F/u indicated this balloon was inflated twice without being fully advanced through the introducer sheath, which may have weakened the proximal bond area. It was also indicated this lesion required stent placement which is indicative of a highly calcified or occluded lesion. Therefore, co believes the above factors may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."